Event description:
Reported due to device break. Physician attempted arteriotomy closure with a closer s device following an interventional procedure. Reportedly the device broke between the guide and the sheath. Closure was achieved with manual compression. Though requested, no additional info was provided.